Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\pelvic pain \ right pelvic pain\ left side pain\ had lot of pain with the 2010 pregnancy with the essure device"), pregnancy with contraceptive device ("pregnancy (no complications) with essure") and bartholin's abscess ("left bartholin abscess") in a 27-year-old female patient who had essure (batch no. 626627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. Concurrent conditions included body mass index normal, urinary tract infection since (B)(6)2010, preterm labor since (B)(6)2010, vaginal pain since (B)(6), swelling since (B)(6)2010, bartholin's cyst since (B)(6)2010, amniotic fluid leakage since (B)(6)2010, erythema since (B)(6)2010, menstrual irregularity since (B)(6)2012, intermenstrual bleeding since (B)(6)2012, endometriosis since (B)(6)2012 and abdominal pain since (B)(6)2012. Concomitant products included ethinylestradiol;norgestimate (sprintec) for contraception as well as amoxicillin;clavulanic acid (augmentin bd) since (B)(6)2010, oxycodone hydrochloride;paracetamol (percocet) and terbutaline since (B)(6)2010. On (B)(6)2008, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"). On (B)(6)2010, the patient experienced bartholin's abscess (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)/lots of pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash erythematous ("rashes or skin conditions type:lots of red skin condition that itches bad all over my arms"), back pain ("lower back pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy,tubal ligation and left marsupialization). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, dyspareunia, fatigue and back pain was resolving, the pregnancy with contraceptive device, bartholin's abscess, female sexual dysfunction, cystitis, dysmenorrhoea, migraine, headache, weight increased, rash erythematous and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6)2010. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, bartholin's abscess, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Discrepancy- (B)(6)2011, (B)(6)2008. Had lot of pain with the 2010 pregnancy with the essure device still in side of me at the time of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, back pain, dyspareunia, infection, bartholin abscess. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received; reporter's information was added. Reporter's demographics were added. Lot no. Was added. Indication was added. Reporters were added. Events-abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection(bladder/ urinary tract/vaginal) type: bladder infection, pregnancy (no complications), dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), fatigue, migraines / headaches, nausea, pain, rashes or skin conditions type:lots of red skin condition that itches bad all over my arms,weight gain, low back pain, device monitoring procedure not performed were added. Concomitant condition were added. Concomitant drugs were added. Medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\pelvic pain \ right pelvic pain\ left side pain\ had lot of pain with the 2010 pregnancy with the essure device"), pregnancy with contraceptive device ("pregnancy (no complications) with essure") and bartholin's abscess ("left bartholin abscess") in a 27-year-old female patient who had essure (batch no. 626627-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, vaginal delivery (2) and menarche. Concurrent conditions included body mass index normal, urinary tract infection since (B)(6) 2010, preterm labor since (B)(6) 2010, vaginal pain since (B)(6) 2010, swelling nos since (B)(6) 2010, bartholin's cyst removal since (B)(6) 2010, amniotic fluid leakage since (B)(6) 2010, erythema since (B)(6) 2010, menstrual irregularity since (B)(6) 2012, intermenstrual bleeding since (B)(6) 2012, endometriosis since (B)(6) 2012 and abdominal pain since (B)(6) 2012. Concomitant products included ethinylestradiol;norgestimate (sprintec) for contraception as well as amoxicillin;clavulanic acid (augmentin bd) since (B)(6) 2010, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008, oxycodone hydrochloride;paracetamol (percocet) and terbutaline since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)/lots of pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). On (B)(6) 2010, the patient experienced bartholin's abscess (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea/ lot of nausea") and rash erythematous ("rashes or skin conditions type:lots of red skin condition that itches bad all over my arms") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics and surgery (hysterectomy,tubal ligation and left marsupialization). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, fatigue and back pain was resolving, the pregnancy with contraceptive device, bartholin's abscess, female sexual dysfunction, cystitis, dysmenorrhoea, migraine, headache, weight increased, rash erythematous and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, bartholin's abscess, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Discrepancy- (B)(6) 2011, (B)(6) 2008 had lot of pain with the 2010 pregnancy with the essure device still in side of me at the time of pregnancy discrepancy noted: device explant date: (B)(6) 2010, (B)(6) 2012 the essure instrument was also inserted and deployed and again ,6-8 coils were able to be visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, back pain, dyspareunia, infection, bartholin abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain \ right pelvic pain\ left side pain\ had lot of pain with the 2010 pregnancy with the essure device') and bartholin's abscess ('left bartholin abscess') in a 27-year-old female patient who had essure (batch no. 626627-inv, 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, vaginal delivery (2) and menarche. Concurrent conditions included endometriosis since (B)(6) 2012, abdominal pain since (B)(6) 2012, menstrual irregularity since (B)(6) 2012, intermenstrual bleeding since (B)(6) 2012, urinary tract infection since (B)(6) 2010, preterm labor since (B)(6) 2010, vaginal pain since (B)(6) 2010, swelling nos since (B)(6) 2010, bartholin's cyst removal since (B)(6) 2010, amniotic fluid leakage since (B)(6) 2010, erythema since (B)(6) 2010 and body mass index normal. Concomitant products included ethinylestradiol;norgestimate (sprintec) for contraception as well as amoxicillin trihydrate;clavulanate potassium (augmentin bd) since (B)(6) 2010, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008, oxycodone hydrochloride;paracetamol (percocet) and terbutaline since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)/lots of pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). On (B)(6) 2010, the patient experienced bartholin's abscess (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea/ lot of nausea") and rash erythematous ("rashes or skin conditions type:lots of red skin condition that itches bad all over my arms") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) with essure"). The patient was treated with antibiotics and surgery (hysterectomy,tubal ligation and left marsupialization). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, fatigue and back pain was resolving, the pregnancy with contraceptive device, bartholin's abscess, female sexual dysfunction, cystitis, dysmenorrhoea, migraine, headache, weight increased, rash erythematous and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, bartholin's abscess, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Discrepancy- (B)(6) 2011, (B)(6) 2008 had lot of pain with the 2010 pregnancy with the essure device still in side of me at the time of pregnancy discrepancy noted: device explant date: (B)(6) 2010, (B)(6) 2012 the essure instrument was also inserted and deployed and again ,6-8 coils were able to be visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, back pain, dyspareunia, infection, bartholin abscess, pelvic pain. Most recent follow-up information incorporated above includes: on 1-dec-2020: mr received. Reporter information, lot number, expiration date added. Event pregnancy (no complications) with essure seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\pelvic pain \ right pelvic pain\ left side pain\ had lot of pain with the 2010 pregnancy with the essure device') and bartholin's abscess ('left bartholin abscess') in a 27-year-old female patient who had essure (batch no. 626627-inv, 626527) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 3, vaginal delivery (2) and menarche. Concurrent conditions included endometriosis since (B)(6) 2012, abdominal pain since (B)(6) 2012, menstrual irregularity since (B)(6) 2012, intermenstrual bleeding since (B)(6) 2012, urinary tract infection since (B)(6) 2010, preterm labor since (B)(6) 2010, vaginal pain since (B)(6) 2010, swelling nos since (B)(6) 2010, bartholin's cyst removal since (B)(6) 2010, amniotic fluid leakage since (B)(6) 2010, erythema since (B)(6) 2010 and body mass index normal. Concomitant products included ethinylestradiol;norgestimate (sprintec) for contraception as well as amoxicillin trihydrate;clavulanate potassium (augmentin bd) since (B)(6) 2010, medroxyprogesterone acetate (depo-provera) since (B)(6) 2008, oxycodone hydrochloride; paracetamol (percocet) and terbutaline since (B)(6) 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection"), dysmenorrhoea ("dysmenorrhea (cramping)/lots of pain"), back pain ("lower back pain") and abdominal pain lower ("cramping"). On (B)(6) 2010, the patient experienced bartholin's abscess (seriousness criterion medically significant), 2 years 5 months after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea/ lot of nausea") and rash erythematous ("rashes or skin conditions type:lots of red skin condition that itches bad all over my arms") and was found to have weight increased ("weight gain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications) with essure"). The patient was treated with antibiotics and surgery (hysterectomy,tubal ligation and left marsupialization). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, fatigue and back pain was resolving, the pregnancy with contraceptive device, bartholin's abscess, female sexual dysfunction, cystitis, dysmenorrhoea, migraine, headache, weight increased, rash erythematous and abdominal pain lower outcome was unknown and the menorrhagia, vaginal haemorrhage and nausea had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, bartholin's abscess, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash erythematous, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 173 lbs. Discrepancy- (B)(6) 2011, (B)(6) 2008 had lot of pain with the 2010 pregnancy with the essure device still in side of me at the time of pregnancy discrepancy noted: device explant date: (B)(6) 2010, (B)(6) 2012 the essure instrument was also inserted and deployed and again ,6-8 coils were able to be visualized without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal bleeding, back pain, dyspareunia, infection, bartholin abscess, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.